Event description:
Event description guidant received info that this cardiac resynchronization therapy-defibrillator (crt-d) delivered anti tachy pacing (atp) for a tachyarrhythmia. The therapy did not convert the arrhythymia, which then decreased to a rate for which therapy was not programmed. The pt's arrhythmia then deteriorated to a very fine ventricular fibrillation (vf). The device intermittently undersensed this fine rhythm; therefore, detection criteria were not met and the programmed vf therapy was not delivered. The pt expired. According to the guidant field rep, the physician attributes the cause of death to the pt's heart failure. Device episodes were saved before it was burried with the pt.